Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6 - vent not working and cartridge alarm 5 - pressure out of range) occurred with multiple cartridges. Reportedly, the customer did not refill or reuse cartridges. The customer's blood glucose level was 200 mg/dl. The customer successfully loaded a new cartridge to address the alarms.